Manufacturer narrative:
A supplemental report is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11 has been updated. Correction to h6 clinical code. The complaint for interventional device interacts with pre-existing implantable device was unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted using open-heart procedure technique. Therefore, this was an off-label operation. As reported, "a patient underwent an off-label open heart tavr procedure with a 23mm sapien 3 ultra resilia in aortic position. The patient also underwent an off-label open heart tmvr procedure with a 29mm sapien 3 ultra resilia in the native mitral position the same day. Per the fcs, it appears that during the deployment of the aortic valve, an interaction occurred with the mitral sapien valve, resulting in the dehiscence of the graft affixed to the left atrium. Efforts were made to remove the aortic sapien and to implant a surgical aortic valve; however, the surgical team was unable to control the associated bleeding and the patient unfortunately passed away." In this case, the procedure was performed as an open-heart procedure rather than via transcatheter. This can increase the likelihood for unintentional interaction between the system and anatomy, which can result in interaction with pre-existing devices as reported. As such available information suggests procedural factors (off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an off-label open heart tavr procedure with a 23mm sapien 3 ultra resilia in aortic position. The patient also underwent an off-label open heart tmvr procedure with a 29mm sapien 3 ultra resilia in the native mitral position the same day. Per the fcs, it appears that during the deployment of the aortic valve, an interaction occurred with the mitral sapien valve, resulting in the dehiscence of the graft affixed to the left atrium. Efforts were made to remove the aortic sapien and to implant a surgical aortic valve; however, the surgical team was unable to control the associated bleeding and the patient unfortunately passed away. As per follow-up with the fcs, there was no allegation of an ew device malfunction of the aortic or mitral valve that caused or contributed to the events and death. There was no allegation any of the ew devices were deficient in some way during the aortic or mitral procedure. There were no issues with the initial placement of both valves.